Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that device interrogation revealed unstable thresholds, unspecified impedance problem, and decreased sensing on the right ventricular (rv) lead. The physician explanted and replaced the rv lead. The patient condition was unknown.